Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was uncomfortable with the pump and it wouldn't let him exercise due to a pulling feeling in the abdomen. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable. The pump was explanted and not replaced. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The pump was in possession of the company representative and was to be returned to the manufacturer. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown / would not be made available. It was indicated that the healthcare provider had not further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), product type catheter. H3:non-destructive analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) who reported that the device will be returned and that the information was confirmed with the physician/account. No further complications were reported.